Manufacturer narrative:
(B)(4). G2 : foreign country : sweden. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke when it was being washed in the sterile room. There was no patient involvement. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product identified the pad exhibits signs of use (nicks and gouges). Complaint of fracture is confirmed, all pieces returned. The features of the fracture surface visually align with a zrm in which an overload fracture failure mode was identified. Performed dimensional analysis of product identifiers and confirmed visual product identifiers, all results within specification. Part and lot numbers confirmed from product etch. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The lot was manufactured on april 28, 2016 and has therefore been in the field for approximately eight years and ten months. It is unknown for how many times the device has been used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.